Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient that received a right distal femoral segmental following sarcoma resection, presented with instability and hyper-extension 8 months post op. The surgeon reports that implant wear is suspected. A revision has not yet been scheduled.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient that received a right distal femoral segmental following sarcoma resection, presented with instability and hyper-extension eight months post-implantation. Subsequently, the patient underwent a revision procedure approximately twelve months post-implantation. During the revision procedure, the surgeon noted the segmental insert implant fractured which resulted in the patient's instability. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07562, 0001822565-2017-07563. Concomitant medical products: segmental distal femur, size b-rt catalog#: 00585001202 lot#: 62795618. Segmental art surf, sz b, 12 mm catalog#: 00585002012 lot#: 62815631. Nexgen rotating hinge nonmod tib plate, pmma, sz 2 catalog#: 00588000202 lot#: 62627209. Segmental str fluted stem, 9 mm x 130 mm catalog#: 00585205009 lot#: 62751167. Segment male-female 50 mm catalog#: 00585004605 lot#: 62225498. Segmental tm collar, for 9-16 mm, 25 mm catalog#: 00585204025 lot#: 63061840. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per package insert, this type of event is a known inherent risk. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.